Event description:
It was reported that pump experienced malfunction alarm identified by malfunction code, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, performed pump reset with guidance from technical support, confirmed malfunction did not recur after reset, and was advised continuing using pump and to call back if malfunction appeared again, which customer acknowledged and understood.